Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming; no issues found. The valve was flushed; no occlusion was noted. The valve was then leak and reflux tested; no issues found. The catheter was irrigated; no occlusion noted. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim microvalve is unable to be reprogrammed after MRI and was revised. Last year the surgeon implanted the valve and it is now impossible to change the setting after an MRI.